Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) was 550 mg/dl with ketones. Subsequently, customer went to the emergency room (ER) for treatment. Bg was treated with intravenous fluids and medication for nausea. Multiple supply changes were performed to address occlusion alarms. System check with tandem technical support was unable to find a source of the blockage. The customer left the ER 12 hours later in stable condition. Reportedly, customer changed cartridge and infusion set and resumed insulin delivery.